Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301940 and lot number 1901125. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for further evaluation. However, the retained samples did not display any signs of defect. Based on the provided feedback, it is possible that the reported incident was caused by damage to the plunger lip component, resulting in a leakage. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd syringe¿ with needle leaked during use. The following information was provided by the initial reporter, translated from chinese: "leakage found during dispensing".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe¿ with needle leaked during use. The following information was provided by the initial reporter, translated from chinese: "leakage found during dispensing".